Manufacturer narrative:
This report is filed september 28, 2014.

Event description:
Per the clinic, the patient was taken to operating room and administered general anesthesia on two occasions; first to facilitate with suturing of a wound at the implant site (date not reported) and scalp revision on (B)(6) 2014. Subsequently, the device was explanted on (B)(6) 2014 due to extrusion of the receiver/stimulator unit.

Manufacturer narrative:
(B)(4).